Event description:
It was reported that a gastric bypass ws performed and they used the device for the third time and v-loc for the first time (they usually uses polysorb) to make the first anastomosis. They usually uses 60mm stapling for the first part but now tried 45 mm. The patient went home after surgery as planned but called hospital after a couple of days. 10 days after the operation she had an reoperation. The surgeons found that the first anastomosis was to tight and that there where "mechanical/fibrotic obstacles" in the way. There was a leakage and the patient had gotten an ileus and an abscess in the small pelvis. The small intestine was very brittle and when manipulated it burst. The head surgeon wasn´t comfortable with the suturing.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? What color cartridge was used? Could the surgeon please provide a more in-depth description of what is meant by "mechanical/fibrotic obstacles"? Why did the surgeon choose a 45 mm device vs his/her standard 60 mm on this particular patient? Does the surgeon believe the brittleness of the small intestines' was a preexisting condition? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.